Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: baylis medical transseptal needle, st. Jude medical agilis sheath, st. Jude medical sl1 sheath, carto 3 system. (B)(4). Event description continuation: overall ablation time and last ablation cycle time at the site of injury were not reported, as it was believed that ablation did not occur at the site of injury. Irrigated catheter flow was set at 8ml/min. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained between 250-300 seconds. Protamine was administered immediately upon discovery of the injury. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional sf catheter x 2 and suffered a cardiac tamponade requiring pericardiocentesis. It was reported that when smarttouch catheter # 1 was connected and inserted into the patient, no force readings were present and they were unable to zero the catheter. Cables were exchanged without resolution. Smarttouch catheter # 1 (17580732l) was exchanged for smarttouch catheter # 2 (17589692l) and the issue resolved. After 5 minutes of ablation in the left atrium, a tamponade was confirmed via intracardiac echocardiogram. Remainder of procedure was aborted. Protamine was administered for heparin reversal. Pericardiocentesis was in progress at the time of complaint report. Patient was returned to the ward in stable condition. There is no information regarding extended hospitalization or patient outcome. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that he believes it occurred during transseptal puncture, prior to ablation. Transseptal puncture was performed with a baylis medical transseptal needle. Sheaths used were a st. Jude medical sl1 sheath and a st. Jude medical agilis sheath. Generator settings included power control mode at 25 watts (not titrated), 30 degrees celsius (with cut-off of 40 degrees celsius), nominal impedance change, and contact force of 8-10 grams. When the injury was discovered, contact force was at 10 grams.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected, and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. Deflection and irrigation tests were performed, both of which the catheter passed. No occlusion was observed. Finally, the catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system, but error 106 (force sensor failure) was displayed. The catheter was dissected, and it was determined that the root cause was an internal sensor failure. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. However, the internal force sensor was found damaged. The root cause of this damage cannot be determined, but it is not related to the cardiac tamponade, the root cause of which is also unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.